Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. This device is not distributed within the united states, therefore, there is no 510k number for this product. This report is being submitted because this device is similar to a device distributed in the united states. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The customer reported a colleague infusion pump which experienced free flow. The process step in which this condition occurred is unknown. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.